Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye after it became subluxated. The iol, a 21.0 diopter was replaced with a 19.5 diopter lens. No vitrectomy or incision enlargement were reported and patient is reported to be doing well.

Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.